Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, low sensing amplitude was observed. The lead was explanted and replaced with no complications to the patient.